Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited far r-wave oversensing which triggered auto mode switch episodes. Patient presented in clinic on (B)(6) 2017 and the device was reprogrammed to resolve the issue. No further episodes were seen after the programming changes.